Manufacturer narrative:
Additional information was received regarding the testing the customer performed with the replacement meter. This testing was actually performed on (B)(6) 2016. Refer to the medwatch with submission number 1823260-2016-01826-00 for the information on this event.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result on (B)(6) 2016 at 8:00 am was 2.5 inr. The customer did not think the result was correct because he had a gi bleed and blood in his urine. The customer stated this result was too low which caused him to take too much coumadin and caused the bleeding. The customer was driven to the hospital where he was tested by an unknown laboratory method and the result at 9:00 am was 3.4 inr. The customer was admitted to the hospital and was discharged the evening of (B)(6) 2016. While in the hospital, the customer was instructed to hold his coumadin from (B)(6) 2016 until (B)(6) 2016 based on the laboratory result and was given vitamin k through an IV. Before he left the hospital on (B)(6) 2016, the result from the laboratory was 1.6 inr. On (B)(6) 2016 at 7:00 am, he got a result of 1.8 inr on the meter after he got home from the hospital. On (B)(6) 2016 at 7:00 am he got a result of 2.4 inr on the meter at his home. The suspect meter and strips were requested to be returned. Replacement product was sent to the customer. The customer received the replacement meter and on approximately (B)(6) 2016 he tested and the result was 1.8 inr. The customer tested with the suspect meter five minutes later on a different finger and the result was 1.1 inr. The customer had no hematocrit issues. He only takes coumadin for his inr. The customer had no antiphospholipid antibodies. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer's normal range is 2.0 to 3.0 inr. Relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and the retention samples were acceptable.

Manufacturer narrative:
The customer's meter and one strip from lot 124157-22 was received for investigation and was tested with qc material. A masterlot strip was used for the second test. Qc 1: 2.5 inr, qc 2: 2.5 inr. The values obtained were in the allowable range of 2.1-3.3 inr. All measurements were without error messages.the returned material met the specifications and no product malfunction was found. It is known that warfarin therapy is associated with bleeding risk. As the laboratory method was unknown, the difference in inr results between the meter and the laboratory could not be assessed. The laboratory result was found slightly above range, but did not indicate an over-anticoagulation that would require immediate treatment in the absence of bleeding. The customer was appropriately treated with vit. K for bleeding and it cannot be excluded that some factors other than anticoagulation therapy (such as comorbidities) have contributed to gi bleeding.

Manufacturer narrative:
The patient has been using the coaguchek meter for approximately 7-8 years. The patient did not take any antibiotics prior to going to the hospital. The hospital prescribed and administered the antibiotics.